Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the v-18 control wire device was returned for analysis. Visual and microscopic inspection revealed the distal tip was detached. No other issues were identified during the product analysis. DHR (device history record) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review performed for the v-18 control wire device confirmed that the event of distal tip detachment of device or device component and tip distal detached/separated are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to procedure.

Event description:
It was reported that a guidewire tip fracture occurred. The target lesion was located in the superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire guidewire was selected for use. After flushing the guidewire, the tip was found to be fractured. The procedure was completed with another of same device. The patient following the procedure was stable.

Event description:
It was reported that a guidewire tip fracture occurred. The target lesion was located in the superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire guidewire was selected for use. After flushing the guidewire, the tip was found to be fractured. The procedure was completed with another of same device. The patient following the procedure was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).